Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to high blood glucose over 700 mg/dl. Customer did not experience any symptoms high blood glucose. Customer is on a kidney waiting list. Customer was advised to disconnect from the device. The drive support disk was normal. Found a little bit of bubbles in the tubing and in the reservoir. Customer did a manual prime in the air and insulin did exit, customer found a leak, a little crack on the insulin pump where the reservoir connects. Customer was unsure if the crack was there when he was hospitalized. Troubleshooting for the leak was performed. Customer was advised to change entire set: infusion set, reservoir, and insulin. No further info reported.